Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the water was not cleaning the lens when the button was pressed. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: a fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the air/water cannot pass through the scope due to a broken air/water connector. The connector was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to broken air/water connector. Water not cleaning the debris from lens at the distal tip potentially lead to image issue. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the water was not cleaning the lens when the button was pressed. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.